Event description:
During surgery, the catheter was implanted in the pt. As the physician attempted to remove the guide wire from the catheter, the guide wire would not come out of the catheter. When the physician applied "significant strain" the guide wire was removed, however, the catheter appeared to be fractured in several places. The catheter was removed and a new catheter used. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).